Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported. This supplemental report is being submitted to correct the serial number of the electrode.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported.